Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of (2) 5f mynxgrip vascular closure devices (vcd) slid right out on initial pull back when the balloon should have caught on unknown sheath and then arterial wall. The balloon deflated on its own, it did not pop, the nub on the back of device was still popped out with the black line exposed. Hemostasis was achieved by manual hold. There was no reported patient injury. The balloon was prepped with saline. The balloon was not inverted, just underfilled despite when locked the pop-off was completely out. There was no difficulty experienced when attempting to deflate the balloon for removal from the patient. The femoral was adequate. The mynx vcd was used in a diagnostic procedure with antegrade approach. The deployer¿s mynx training status is expert. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the balloon of (2) 5f mynxgrip vascular closure devices (vcd) slid right out on initial pull back when the balloon should have caught on unknown sheath and then arterial wall. The balloon deflated on its own, it did not pop, the nub on the back of device was still popped out with the black line exposed. Hemostasis was achieved by manual hold. There was no reported patient injury. The balloon was prepped with saline. The balloon was not inverted, just underfilled despite when locked the pop-off was completely out. There was no difficulty experienced when attempting to deflate the balloon for removal from the patient. The femoral was adequate. The mynx vcd was used in a diagnostic procedure with antegrade approach. The deployer¿s mynx training status is expert. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One device will be returned for evaluation. Addendum for complaint 1: upon conducting a visual inspection at high magnification, a careful examination revealed the presence of a longitudinal tear in the balloon of the returned device.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of (2) 5f mynxgrip vascular closure devices (vcd) slid right out on initial pull back when the balloon should have caught on unknown sheath and then arterial wall. The balloon deflated on its own, it did not pop, the nub on the back of device was still popped out with the black line exposed. Hemostasis was achieved by manual hold. There was no reported patient injury. The balloon was prepped with saline. The balloon was not inverted, just underfilled despite when locked the pop-off was completely out. There was no difficulty experienced when attempting to deflate the balloon for removal from the patient. The femoral was adequate. The mynx vcd was used in a diagnostic procedure with antegrade approach. The deployer¿s mynx training status is expert. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One device will be returned for evaluation. 2024-06294-1 the device was returned for analysis. A non-sterile ¿mynx grip vcd 5f¿ involved in the reported complaint was returned for investigation inside of a plastic bag. Visual inspection of the received device showed that the shuttle was engaged from the black handle, the syringe was connected to the device, and the stopcock was noted close. The advancer tube and the sealant were found in the manufacturing position. In addition, the balloon was received fully deflated. Furthermore, an unknown procedure sheath was received separated from the device and blood was noted in the procedure sheath, no damages were noted on it. No other anomalies were observed. A simulated inflation test was conducted on the balloon of the returned device, revealing a leak. Upon conducting a visual inspection at high magnification, a careful examination revealed the presence of a longitudinal tear in the balloon of the returned device. 2024-06294-2 the device was not returned for evaluation. The reported ¿balloon pull through¿ was not confirmed during device analysis; however, subsequent findings of ¿balloon loss of pressure¿ was confirmed as a leakage from the balloon was noted upon functional analysis. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Based on the information available for review and the product analysis, it does not suggest the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.